Event description:
The initial reporter alleged an unexpected positive result for a saint louis encephalitis patient sample using the kit cobas 6800/8800 wnv 96t ivd assay on the sample supply module. The provided data confirmed the unexpected positive result for the sample using the cobas wnv assay.

Manufacturer narrative:
The reported event occurred on a cobas 6800/8800 analyzer with serial number (B)(6). The investigation determined that the cobas wnv assay performed within specifications. No product issues were identified with the reagent kit lot g33770. The unexpected positive result for the saint louis encephalitis patient sample may be attributed to a potential cross-reaction. Cross-reactivity with clinically relevant flaviviridae viruses, such as usutu virus, cannot be excluded due to nucleotide sequence homology with wnv. Saint louis encephalitis virus, being a member of the flaviviridae family, could potentially cause such a cross-reaction. No trends or related issues were identified for the reagent lot.